Event description:
It was reported by the patient that all of the indicator lights on the remote monitor began to blink at once, which is an indication that it was not able to power up. Attempts to reset the monitor were unsuccessful. The monitor was replaced. No patient complications have been reported as a result of this event. It was further reported that the monitor was returned and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that all light emitting diodes (led's) were flashing when the power source returned by the patient was used, and although the monitor powered up normally using a known good power supply, it would not start an interrogation. Vendor analysis also showed that the interrogation test was failed due to a defective component at the integrated circuit.